Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("loosing clumps of hair"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown. The reporter considered alopecia and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: medical device removal, hair loss. Most recent follow-up information incorporated above includes: on 14-apr-2020: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("loosing clumps of hair"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown. The reporter considered alopecia and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: medical device removal, hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.